Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction from the sensor adhesive. Patient's mother described the skin reaction as a red and itchy rash. Sensor was inserted at the arm on (B)(6) 2015. Patient's mother treats the affected area with prescription triamcinolone acetonide ointment. Date of medical intervention is unknown. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.